Manufacturer narrative:
This regulatory report is a duplicate of regulatory report # 1030489-2012-01690. Going forward any new information will be submitted under report # 1030489-2012-01690.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, the patient underwent transforaminal lumbar interbody fusion and posterolateral fusion on the thoracolumbar region on her spine from vertebrae t12 to s1. She was implanted with rhbmp-2/acs. Post surgery, she suffered from severe pain in her low back, with pain and radiculopathy into her buttocks and legs. She underwent revision surgery due to severe pain and symptoms. The patient continues to experience severe and unrelenting pain in her low back, with pain and radiculopathy and weakness in her lower extremities. She suffers from depression as a result of her pain and limitations. She requires use of cane to assist in ambulation. She is unable to enjoy her daily activities that she enjoyed pre-operatively, and has suffered serious and permanent injuries.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2008 patient underwent the following procedures: posterolateral fusion and arthrodesis from t12 to s1, combined anterior and posterior lumbar interbody fusion via left-sided transforaminal approach at l2-l3, l3-l4 and l4-l5 with interbody cages, decompressive laminectomies of l2, l3, l4 and l5, pedicle screw instrumentation with zodiac system of (B)(4) from l1-s1 bilaterally, smith-petersen osteotomies of l2 through l5, internal neurolysis of the existing nerve roots of l2 all the way down to l5, placement novel interbody approach at l2-l3, placement of second novel cage with dimensions of 10 x 10 x 25 mm via left sided transforaminal lumbar interbody approach, placement of the third novel interbody cage with dimensions of 11 x 10 x 25 mm via left sided transforaminal lumbar interbody approach at l4-l5, harvest of local bone graft, internal neurolysis of exiting nerve roots of l2 through l5, baseline and intraoperative monitoring of somatosensory evoked potential and emg¿s of both upper and lower extremities, intraoperative fluoroscopy for placement and interpretation of placement of hardware to treat the following preoperative diagnosis: multisegmental lumbar degenerative disc disease and spondylosis with intractable axial discogenic back pain, diabetes mellitus, lumbar degenerative spondylosis and degenerative scoliosis, chronic obstructive pulmonary disease and is a smoker. Per operative notes: ¿¿the first disc space of l2-l3 was prepared for discectomy with # 15 and pituitary rondeurs, as well as disc shavers from #7 through #9. The anterior intervertebral disc space was packed with morselized bone gfart and collagen sponge soaked with bone morphogenic protein. Then the first novel cage with the dimensions of 9 x 10 x 25 mm from (B)(6) was packed with morselized bone graft and introduced into the anterior intervertebral space via left-sided transforaminal lumbar interbody approach at l2-l3 and under fluoroscopic guidance without and difficulty. Then, the second discectomy was done at l3-l4 and the disc space was also prepared with disc shavers and packed with morselized bone graft and bmp. The second novel cage had the dimensions of 10 x 10 25 mm and its also was introduced via left-sided transforaminal lumbar interbody approach at l3-l4. The third interbody intervertebral space was also prepared after discectomy was completed and the morselized bone graft was packed in the disc space and the third novel cage at l4-l5 had the dimensions of 11 x 10 x 25 mm¿ bone morphogenic protein soaked collagenous sponges were laid on the posterolateral gutters of the spine and the local bone graft harvested earlier was morselized and mixed with 30 cc of cancellous allograft bone extenders. The bone graft then was laid directly over the posterolateral gutters of the spine over the bmp soaked sponges for the fusion and arthrodesis and bone grafting from t12 all the way down to the sacrum. The patient was extubated in hemodynamically stable condition and transferred to the recovery room. There were no complications. On (B)(6) 2008: patient underwent radiological imaging of chest ¿ two views. Impression: no significant interval change. No gross infiltrated noted. Mild peribronchial thickening; may represent mild bronchitis, correlate clinically. On (B)(6) 2008: patient underwent radiological imaging of lumbar spine (two views). Impression: anterior and posterior spinal fusion of the lumbar spine, mild anterolisthesis grade I, l3 on l4. On (B)(6) 2008 patient discharged from hospital. Diagnosis: status post combined anterior and posterior lumbar interbody fusion via transforaminal approach and posterolateral pedicle screw instrumentation and fusion from l1 to s1. On (B)(6) 2008: patient called and complained of severe left leg pain and numbness. On (B)(6) 2008: patient presented with an office visit due to abnormal gait. On (B)(6) 2009: patient presented with a follow-up visit post hospitalization for back pain. Impressions: recent back surgery with continued low back pain. Difficulty ambulating. Chronic pain syndrome. Generalized post-op and low back pain. On (B)(6) 2009: patient presented with a follow-up visit. On (B)(6) 2009: patient presented with follow-up visit due to back, thigh, knee and hip pain all on the left. Impressions: recent back surgery with continued low back pain. Difficulty ambulating. Chronic pain syndrome. Generalized post-op low back pain. Patient also suffered from pain in buttocks and numbness. On (B)(6) 2009: patient presented with a follow-up visit. (B)(6) 2009: patient presented with a follow-up visit due to low back pain. Impressions: recent back surgery with continued low back pain. Difficulty ambulating. Chronic pain syndrome. Generalized post-op low back pain. Patient also suffered from pain in buttocks and numbness. On (B)(6) 2009: patient presented with follow-up visit due to left thigh pain. On (B)(6) 2009: patient presented with a follow-up visit due to low back pain. Impressions: difficulty ambulating. On (B)(6) 2009: patient presented with a follow-up visit. On (B)(6) 2009: patient presented with a follow-up visit due to tingling in left leg and low back pain. On (B)(6) 2009: patient presented with a follow-up visit due to low back pain. Impressions: recent back surgery with continued low back pain. Difficulty ambulating. Chronic pain syndrome. Generalized post-op low back pain. On (B)(6) 2009: patient presented with a follow-up visit due to low back pain. Impressions: recent back surgery with continued low back pain. Difficulty ambulating. Chronic pain syndrome. Generalized post-op low back pain. On (B)(6) 2009: patient presented for a follow-up visit post 10 months after her extensive lumbar fusion and instrumentation. On (B)(6) 2009: patient presented with digital mammogram, bilateral screening of the breast. Impressions: no evidence of malignancy. On (B)(6) 2009: patient underwent a lumbar spine surgery. On (B)(6) 2010: patient presented for a follow-up visit due to recurrence of left leg sciatica and radiculopathy. On (B)(6) 2010: patient presented for a follow-up visit due to low back pain. On (B)(6) 2010: patient underwent an MRI exam of the lumbar spine with and without contrast. Impressions: there was multilevel fusion at this lumbosacral spine. There are multilevel wide laminectomies. There was no significant spinal canal stenosis centrally. There was multilevel facet degenerative disease. There was moderate bilateral neural foraminal narrowing at l4- l5, but no obvious impingement. Patient also underwent a helical CT of the lumbar spine with and without contrast with 3d/ multiplanar display. Impressions: status post multilevel fusion. There was some new incorporation at the fused disc spaces with interbody fusion devices. The l1-l2 and l5-s1 levels do not demonstrate obvious new bone across the disc interspaces. There was no evidence of hardware complication or tear out. There was a 1 cm sclerotic lesion at t12. This finding followed calcium on all sequences on the mr. There was one sagittal post gadolinium contrast image on the MRI that appeared to demonstrate increased signal on postcontrast images. However, it was noted that this appeared to be a partial volume through the margin of the lesion. The slices did not exactly correspond on pre and postcontrast sequences. Clinical correlation and follow-up are suggested to ensure stability. Patient was presented with a pre-op diagnosis: left l5 and s1 radiculopathy and sciatica and underwent following procedure: left l5 and s1 hemilaminectomy. Pedicle osteotomy and pediclectomy decompression. Internal neurolysis of the left l5 and s1 nerve roots. Intra-op monitoring of somatosensory evoked potentials and free-run emgs of both upper and lower extremity. Patient tolerated the procedure well with no complications. On (B)(6) 2010: patient presented with a follow-up visit post MRI. On (B)(6) 2010: patient presented with a follow-up visit due to low back pain and mid back pain. Impressions: chronic pain syndrome. Low back pain. Lumbar radiculopathy. Status post lumbar surgery. On (B)(6) 2010: patient presented with a helical CT of the lumbar spine due to low back pain. Impressions: status post fusion from l1 to s1, with bilateral pedicle screws and intervertebral disc cages at l2-3 to l4-5, and laminectomies from l2 to l5, without significant change. No evidence of hardware complication. Bony fusion of the interbody fusion devices with the adjacent endplates. A 1 cm sclerotic lesion at t12, probably a bone island, without significant change. (B)(6) 2010: patient underwent an MRI of lumbar spine with and without contrast due to low back pain. Impressions: status post multilevel fusion. There was fusion at every level of the lumbar spine. Redemonstrated is residual pseudomeningocele between the laminectomies at l3 and l4. There were multilevel facet degenerative changes and hypertrophy. On (B)(6) 2010: patient presented for follow-up visit for worsening paresthesias, shooting pain and sciatica. Patient underwent x-ray of chest, pa and lateral. Impression: no active disease. Borderline cardiomegaly. On (B)(6) 2010: patient presented with a follow-up visit. Patient admitted hospital with following diagnosis: l4-5 laminectomy. On (B)(6) 2010 patient admitted to hospital due to the l4-5 laminectomy. On (B)(6) 2010 patient underwent the following procedures: left l5 and s1 hemilaminectomy, left l5 and s1 pedicle osteotomy and pediclectomy decompression, internal neurolysis of the left l5 and s1 nerve roots, intraoperative monitoring of somatosensory evoked potentials and free-run emgs of both upper and lower extremities. To treat the following pre-op diagnosis: left l5-s1 radiculopathy and sciatica. On (B)(6) 2010 patient discharged from hospital. On (B)(6) 2010: patient presented for a follow-up visit due to tingling and paresthesias. On (B)(6) 2010: patient presented with a follow-up visit due to pain and difficulty in mobility. On (B)(6) 2010: patient presented with follow-up visit due to low back pain. Impressions: chronic pain syndrome. Post-op low back pain. Lumbar radiculopathy. Patient was also diagnosed with leg pain. On (B)(6) 2010: patient presented with follow-up visit due to low back pain. Impressions: chronic pain syndrome. Severe low back pain. Lumbar radiculopathy. Status post low back surgery. Patient was also diagnosed with leg pain. On (B)(6) 2010: patient presented with an office visit due to back pain. On (B)(6) 2010: patient presented with diagnosis: cervical plexopathy without motor deficit. Patient underwent a electrodiagnostic exam. Findings: bilateral (c2) mildly greater occipital nerve and left (t2) second hyper thoracic nerve. On (B)(6) 2010, (B)(6) 2011: patient presented with an office visit due to back pain and tingling. Assessment: chronic pain syndrome, difficulty in walking. On (B)(6) 2011: patient underwent an MRI of lumbar spine due to history if back pain and back surgery. Impressions: l1 through s1: posterior multilevel fusion with pedicular screws was noted. No evidence of significant central spinal stenosis or foraminal narrowing was present. Patient also underwent an MRI of the left hip/ limited pelvis without contrast. Impressions: mild osteoarthritis of the left hip joint without acute fracture, dislocation or subluxation was demonstrated. On (B)(6) 2011: patient underwent an MRI of the cervical spine due to neck pain that radiates to the arm. Impressions: c3-c4 to c6-c7 disc protrusion and bulges were noted causing mild central narrowing mainly at c5-c6 and c6-c7 level with central canal narrowed down to 8 to 9 mm. At c4-5, moderate foraminal stenosis was present. At c5-6, moderate to severe left greater than right foraminal stenosis was present. At c6-7, moderate left greater than right foraminal stenosis. On (B)(6) 2011: patient presented for a follow-up visit. On (B)(6) 2011: patient presented for a follow-up visit due to anemia, gerd, bloating and mild constipation and history of tubulovillous adenoma of the polyp with inadequate colon prep. On (B)(6) 2011: patient underwent a helical CT of the paraspinal sinuses with and without contrast due to pain. Impressions: minimal mucosal disease in the maxillary sinuses. The other paraspinal sinuses were clear. On (B)(6) 2011: patient presented with an office visit due to chest pain, tightness and palpitations. Impressions: chest pain most likely secondary to patient¿s chronic obstructive pulmonary disease exacerbation. Chronic pain syndrome, low back pain and anxiety disorder. On (B)(6) 2011: patient presented with an office visit due to pain. Impressions: low back pain. Post laminectomy syndrome of the lumbar spine. Lumbar radiculopathy. On (B)(6) 2011: patient presented with a CT of abdomen and pelvis with and without contrast. Impressions: hepatomegaly without mass or biliary dilatation. Post-op changes of the lumbar spine with posterior fusion. Small hiatal hernia. Somewhat larger possible fibroid uterus. No evidence of bowel obstruction is noted. (B)(6) 2011: patient presented with physical examination of the lumbar spine. Observations: tenderness to palpation. On (B)(6) 2011: patient presented with an office visit due to palpitation. On (B)(6) 2011: patient presented for a follow-up visit due to recurrence on her left l4, l5 and s1 radiculopathy. (B)(6) 2011: patient presented with an office visit due to stomach pain and heart fluttening. On (B)(6) 2011: patient underwent a cardiac catheterization lab test. On (B)(6) 2011: patient presented with pre-op diagnosis: low back pain and underwent a left l4-5 translaminar epidural procedure. Patient tolerated the procedure well with no complications. On (B)(6) 2011: patient presented with an office visit due to low back pain which radiated to the lateral aspect of the left leg (numbness, tingling). On (B)(6) 2011: patient underwent a radionuclide bone scan due to l5 radiculopathy. Impressions: low level fdg concentration was noted within the posterior courses of the s1 pedicular screws, more so on the left as compared to the right. On (B)(6) 2011: patient presented with an office visit due to burning low back pain and radiating to left leg left thigh. On (B)(6) 2011: patient presented for a follow-up visit. On (B)(6) 2011: patient presented with pre-op diagnosis: low back pain and lumbar radiculitis. Patient underwent following procedure: left l4-5 transforaminal epidural with oepomedrol. Patient tolerated the procedure well with no patient complications. On (B)(6) 2011: patient presented with a follow-up visit for pain. On (B)(6) 2011: patient presented for an office visit due to si right joint pain. The pain characterized as dull ache and burning. Patient underwent the procedures: si joint injection. Ultrasound guidance. Kenalog per 10mg. On (B)(6) 2011: patient presented with CT with and without contrast due to left leg pain and a lump in the thigh. Impressions: mild arthritis in the left hip joint, symphysis pubis, and the left knee. Unremarkable pre- and post ¿contrast enhanced CT scan of the left femur and left thigh. On (B)(6) 2011: patient presented with an office visit due to piercing and shooting low back pain. The pain radiates to right leg and lateral aspect of left leg. Assessment: low back pain. On (B)(6) 2012: patient presented with a CT of chest with and without contrast due to upper chest pain, shortness of breath and difficulty in breathing. Impressions: mild peribronchial thickening. Heart size is in the upper limits of normal. Small bulla noted in the anterolateral left lung suggests early copd. Arthritis in the mid thoracic spine. On (B)(6) 2012: patient presented with an office visit due to leg pain and swelling. On (B)(6) 2012: patient presented with office visit due to low back pain. Assessment: chronic pain syndrome, low back pain and lumbar postlaminectomy syndrome. On (B)(6) 2012: patient presented for a follow-up visit. On (B)(6) 2012: patient presented with office visit due to low back pain. Assessment: chronic pain syndrome and lumbar postlaminectomy syndrome and difficulty walking. On (B)(6) 2012: patient presented with office visit due to low back pain. Assessment: cervical radiculitis, si right joint pain, postlaminectomy lumbar syndrome, low back pain, walking difficulty, chronic pain syndrome. On (B)(6) 2012: patient presented with an office visit due to pain in left leg and hip. On (B)(6) 2012: patient presented with MRI of left hip without contrast due to low back pain radiating down to left leg, numbness and tingling. Impressions: osteoarthritic changes of the left hip with mild joint spaces narrowing in the weightbearing aspect. On (B)(6) 2012: patient presented with MRI of right hip without contrast due to right hip pain. Patient also underwent a CT of abdomen with and without contrast due to abdominal pain. Impressions: extensive lumbosacral instrumentation. Small hiatal hernia measuring up to 2.3 cmm in size. On (B)(6) 2012: patient presented with an office visit due to piercing shoulder pain. On (B)(6) 2012: patient underwent MRI of right shoulder due to pain. Impressions: acromioclavicular joint arthritis with capsular and articular margin bone hypertrophy with indentation on the supraspinatus tendon. Tendinosis of the bursal surface fibers of the supraspinatus, but with no definite partial- thickness tear and no full-thickness tear. Small superior and inferior labral tears. On (B)(6) 2012: patient presented with an office visit due to frequent urination and back pain. On (B)(6) 2013: patient presented with an office visit due to low back pain. On (B)(6) 2013: patient presented with follow-up visit due to pain. On (B)(6) 2013: patient presented with a follow-up visit due to arm pain, frequent constipation, chest wheezing, congestion, frequent urination. On (B)(6) 2013: patient underwent MRI of the left knee without contrast with fat suppression marrow imaging due to pain. Impressions: mild joint effusion. Articular cartilage injury with severe edema. The white zone of the body of the lateral meniscus also demonstrates a local white zone tear. Patient also underwent an MRI of the brain without contrast due to headache and neck pain. Impressions: minimal amount of microangiopathic white matter changes appropriate for age. Mild ethmoid and moderate sphenoid sinusitis. On (B)(6) 2013: patient presented with follow-up visit due to shortness of breath, wheezing and copd. On (B)(6) 2013: patient presented with a follow-up visit. On (B)(6) 2013: patient presented for a follow-up visit due to arthritis in her facet joints at l5-s1 and recess stenosis and nerve root compression. On (B)(6) 2013: patient presented for a follow-up visit due to weakness in leg and back pain.